Event description:
Treatment of an avm. It was reported the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2010-00052.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4)